Event description:
During a check-out procedure at the manufacturer's service center, a low circuit leak alarm occurred. The device was not in patient use. The device failed a test step for flow during testing. The device's sensor board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.